Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
Additional information: additional information received: was safety released prior to handing device to the surgeon? --- no information. Was safety on when fired? --- probably no. Was the device fired more than once? --- yes. What is the surgeons typical technique? --- no information. Who fire the device (surgeon, assistant)? --- assistant. What was the tissue condition after firing? --- the target tissue was cut properly, but not stapled. Was anus side closed off? --- as staples were not formed properly on the tissue, it was not closed off. Has the patient undergone chemo/radiation therapy? --- no information. What is the patients current condition? --- stable.

Event description:
It was reported that during a laparoscopic low anterior resection, the firing force was higher than expected and the firing handle could not be fully grasped. After that, the firing handle was grasped several times and the doctor thought that the firing was completed. However, the device could not be removed from the patient, so the doctor noticed that the firing was unfinished. The device was used to anastomose between the colon and the rectum. The anus side was resected with a different device prior to firing of the circular stapler. Then, the doctor checked the gap setting scale and found the indicator was out of the green zone. The doctor closed the device anew and grasped the firing handle again. At the time, the clamped tissue came off the device. When the site was checked, it was found that staples were not deployed. The procedure was converted to open and the anus side was sutured by hand. On the oral side, artificial anus was created. As of now, the patient¿s condition is stable.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was safety released prior to handing device to the surgeon? Was safety on when fired? Was the device fired more than once? What is the surgeon¿s typical technique? Who fire the device (surgeon, assistant¿)? What was the tissue condition after firing? Was anus side closed off? Has the patient undergone chemo/radiation therapy? What is the patient¿s current condition?